Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement resulting in rising threshold and a new rv lead of the same model was placed. No additional adverse patient effects were reported.